Event description:
As there was no bone healing, the surgeon made the decision to revise the implant. After removal of the nail, it was observed that this device is broken at the level of the lag screw which is the thinnest part of the nail. We don't know when the revision was done.